Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sometimes had to press buttons. The customer's blood glucose level was unknown. The customer also reported that insulin pump received no delivery alarms, rejected batteries and battery cap scratched. The device will not be returned for analysis.